Event description:
During a stent procedure, 1mm of the guide wire tip broke off. The physician secure the wire tip by using a stent to 'jail' the wire tip into the vessel wall. The patient's coronary arteries are not tortuous. The tip of the wire got caught in the middle of the stent on a strut. No information regarding the stent is available. No patient harm: no additional procedures/treatment required related to this event.what was the original intended procedure?stent procedure.